Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that at one point his blood glucose was 40 mg/dl. Customer stated that it was due to him not eating right because his little girl broke her arm/elbow and his son was sick. Customer mentioned that he also had a lost sensor alert.